Manufacturer narrative:
The affected erc was returned to livanova for evaluation. Upon receipt, the device underwent servicing activities, including cleaning, disinfection, functional testing, and overall performance verification. During these activities, the reported issue could not be reproduced. Functional test run was completed successfully. Review of the device service history indicated that the unit was manufactured in 2019 and that a similar event had been reported in 2023. No adverse trend has been identified for this failure mode. Given that the event could not be confirmed during product analysis, it cannot be excluded that the reported incomplete occlusion may have been caused by external factors. Specifically, residues of dried fluids on the shafts or the presence of foreign particles, potentially resulting from improper cleaning prior to use, may have interfered with proper clamp closure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electrical remote controlled tubing clamp (erc) that is not fully occluding. The issue occurred during procedure. There is no report of any patient injury.